Manufacturer narrative:
The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications.

Event description:
It was reported that when the protective cover was recapped, "the plastic part at the tip flew forward and blood entered the eyes." The "examinee was confirmed not infected." No additional details available.